Manufacturer narrative:
The patient is (B)(6) in height. An event regarding odd slant involving an otismed cutting guide was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated ¿the ¿burning pain in the tibia¿ described in the event description suggests reflex sympathetic dystrophy. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review was not performed as the reported cutting guide is patient specific thus the lot referenced is unique to the patient¿s case reported in this event. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated, ¿the burning pain in the tibia¿ described in the event description suggests reflex sympathetic dystrophy. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿

Event description:
It was reported that the patient did not have any pain until last year. Now the patient is reporting that she feels a burning in the tibia under the knee. The patient also states that her knee is at an odd slant. She is reporting that she will be under going revision surgery but no date is set.

Manufacturer narrative:
Additional information indicated that this device is "alameda designed item prior to syk purchase" and it was used during primary surgery on (B)(6) 2009 prior to acquisition of alameda by stryker. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patient did not have any pain until last year. Now the patient is reporting that she feels a burning in the tibia under the knee. The patient also states that her knee is at an odd slant. She is reporting that she will be under going revision surgery but no date is set.